Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had calibration error and sensor glucose values are not available. Customer's blood glucose at time of incident was unknown. The customer already removed sensor and electrode missing, mini link was blinked on green. The customer first calibration was correct but after that sensor glucose was not available and every next calibration was rejected. The customer was explained the rule for calibration. The customer was at work and not able to provide information from the pump. The customer was advised to call back immediately when any problem persist.